Event description:
Silicone breast implants (mentor moderate profile plus gel) implanted (B)(6) 2020. By (B)(6) I had unexplained muscle weakness in my lower extremities causing the need for physical therapy. On (B)(6) 2021 I experienced hardness on one breast causing constant pain. On (B)(6) 2022 I started having ocular migraines. I will require surgery to remove the painful hardened implant. FDA safety report ID #(B)(4).